Event description:
The epic supra valve was explanted due to high gradient and aortic insufficiency. At explant, poor leaflet coaptation was observed. Another sjm bioprosthesis was implanted. The pt expired (B)(6) 2011 due to hepato-renal failure. It was reported the pt's death was not related to this valve.